Manufacturer narrative:
Exact date unknown, event occurred in as per date posted in social media on (B)(6) 2020.

Event description:
It was reported via social media that the patient underwent a revision procedure due to lead migration. No further information could be obtained.